Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. As the scrub nurse loaded the needle onto the needleholder, the needle pulled off of the suture. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). An empty inner folder was returned for evaluation. The actual suture was not returned for examination. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.